Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion event on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was 358 mg/dl and the patient was treated with correction bolus via pump. No further information available.